Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 783mg/dl. The customer's most current level was over 600mg/dl. The customer treated the highs with manual injections. The mother states they have received several no delivery alarms. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads and minor scratched lcd window.